Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not switching on. The customer¿s blood glucose was unknown. Customer stated they tried putting in a new battery and placed it correctly and checked battery cap but still the insulin pump was not switching on. The device will be returned for analysis.